Manufacturer narrative:
Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator generated a compressor background fault. Additionally, after patient removal, the ventilator did not pass the flow sensor cross check, or the exhalation valve (ev) performance or the backup ventilation tests of extended self test (est). The service personnel (sp) inspected the ventilator and was unable to replicate the reported compressor background fault. Sp reviewed logs and confirmed the reported failures of the flow sensor cross check test, ev calibration table (a.k.a. Ev performance) test and backup ventilation (specifically expiratory) tests. Based on the codes, sp replaced the breath delivery (bd) flow sensor for oxygen, exhalation valve assembly (eva) and ev cable. Sp re-ran calibrations and found unit failed with a pressure sensor cross check message during the ev calibration. Sp replaced exhalation valve flow sensor (evq) reprocessing kit. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The fse was unable to replicate the reported compressor event. A review of the ventilator logs showed entries indicating both the detection of and the resetting of a compressor fault. By design, if the reset criteria of a background fault are detected, any associated alarm is cleared. One ev cable and evq reprocessing kit were not returned to medtronic for analysis. One bd flow sensor was returned to medtronic for analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. The eva was returned to medtronic for analysis. A visual inspection was carried out on the returned eva and no anomalies were observed. The part was attached to the test ventilator and powered up. During the extended self test (est), the device failed the circuit pressure test with the message "exhalation autozero solenoid not operational" indicating a faulty autozero solenoid (so1) on the exhalation sensor printed circuit board assembly (pcba) of the eva. Analysis determined the exhalation sensor pcba of the returned eva was prior to the implementation of a change to address autozero solenoid (so1) failures. Investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The investigation showed the reported issue of unit generating a compressor background fault had cleared prior to servicing, indicating a potential transient issue in the signal data used to detect this fault. The event is included in the trending and monitoring plan. The cause of or at least contributing factor to all the est failures was likely the evq reprocessing kit as it was the last part replaced prior to the ventilator passing all calibrations and test, was not returned for analysis and is an integral part of testing the exhalation system (ev calibration/performance, exhalation buv) as well as used in the flow comparisons for the flow sensor cross check. The event is included in the trending and monitoring plan. The identified faulty so1 was likely not related to any of the reported events. The serial number of the exhalation sensor pcba of the returned eva is in scope of the existing internal corrective action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated a compressor background fault. The patient was removed from the ventilator and placed on an alternate ventilator with no injury. After patient transfer, the ventilator did not pass the flow sensor cross check test, exhalation valve (ev) performance test and the backup ventilation test.

Manufacturer narrative:
Section d9 was updated due to part return issue identified during product analysis. H3 device evaluation summary: was updated due to analysis of part returned medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator generated a compressor background fault. Additionally, after patient removal, the ventilator did not pass the flow sensor cross check, or the exhalation valve (ev) performance or the backup ventilation tests of extended self test (est). The service personnel (sp) inspected the ventilator and was unable to replicate the reported compressor background fault. Sp reviewed logs and confirmed the reported failures of the flow sensor cross check test, ev calibration table (a.k.a. Ev performance) test and backup ventilation (specifically expiratory) tests. Based on the codes, sp replaced the breath delivery (bd) flow sensor for oxygen, exhalation valve assembly (eva) and ev cable. Sp re-ran calibrations and found unit failed with a pressure sensor cross check message during the ev calibration. Sp replaced exhalation valve flow sensor (evq) reprocessing kit. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The fse was unable to replicate the reported compressor event. A review of the ventilator logs showed entries indicating both the detection of and the resetting of a compressor fault. By design, if the reset criteria of a background fault are detected, any associated alarm is cleared. The evq reprocessing kit was not returned to medtronic for analysis. One bd flow sensor and ev cable were returned to medtronic for analysis. The components were visually inspected and functionally tested with no malfunction or product deficiency observed. The eva was returned to medtronic for analysis. A visual inspection was carried out on the returned eva and no anomalies were observed. The part was attached to the test ventilator and powered up. During the extended self test (est), the device failed the circuit pressure test with the message "exhalation autozero solenoid not operational" indicating a faulty autozero solenoid (so1) on the exhalation sensor printed circuit board assembly (pcba) of the eva. Analysis determined the exhalation sensor pcba of the returned eva was prior to the implementation of a change to address autozero solenoid (so1) failures. Investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The investigation showed the reported issue of unit generating a compressor background fault had cleared prior to servicing, indicating a potential transient issue in the signal data used to detect this fault. The event is included in the trending and monitoring plan. The cause of or at least contributing factor to all the est failures was likely the evq reprocessing kit as it was the last part replaced prior to the ventilator passing all calibrations and test, was not returned for analysis and is an integral part of testing the exhalation system (ev calibration/performance, exhalation buv) as well as used in the flow comparisons for the flow sensor cross check. The event is included in the trending and monitoring plan. The identified faulty so1 was likely not related to any of the reported events. The serial number of the exhalation sensor pcba of the returned eva is in scope of the existing internal corrective action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.